Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had flashing display. The customer's blood glucose value was 6 mmol/l. The customer reported that the insulin pump had fallen and hit the floor and was beeping and has a flashing screen. It was reported no report of insulin pump screen flashing when screen was turned on after being in sleep mode. The device will not be returned for analysis.

Manufacturer narrative:
Device received with blank flashing white lcd display anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion or verify missing segments/partial display anomaly due to flashing white lcd display noted.